Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment. Customer states that reservoir compartment was filled with insulin that it could be poured out. Customer was not able to determine where leak was coming from. Customer's blood glucose was 388 mg/dl. Customer reported that there were no alarms or alerts. Customer was advised to clean out reservoir compartment. Insulin pump passed self-test. Reservoir would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed testing, and the reservoir failed per inspection. The septum had a tear, and flushed excessive fluid. A reservoir leak was noted.